Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The valve remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (calcium in the annulus) may have contributed to the coronary occlusion. In addition, the death was related to procedural factors (cardiac massage due to rib fracture). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after a successfully deployment of a 23mm sapien 3 valve in the aortic position, the patient was transferred for post management care and a left coronary occlusion caused by the native leaflet was noted. Post deployment the valve was functioning well. Cardiopulmonary resuscitation (CPR) was initiated. During CPR the blood pressure was unstable; ECMO was inserted for maintaining the blood pressure. After CPR, a hemothorax was seen due to a rib fracture during cardiac massage. A chest tube was implanted to drain the blood. The bleeding could not be controlled and large quantity of blood was lost. Unfortunately, the patient expired due to the blood loss. The patient¿s annulus measured 21.1mm x 24.5mm by CT with an area of 395.8cm2 with mild leaflet calcification and no annular or aortic root calcification. The left coronary height measured 11.7mm, the right coronary height measured 13.9mm and the sinus of valsalva diameter was 28.5mm x 28.6mm x 29.2mm. Per report, the cause of the cardiac arrest was native valve leaflet induced "delay" left coronary artery occlusion.